Event description:
A hospital in (B)(6) reported via a distributor that a water leak was observed on the feedset of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4) method: the complaint mr290 device was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the complaint device had a break in the feedset tubing at the connection to the chamber. The surface of the break is rough, and not smoothly cut. A lot check revealed no other complaint of this type for lot number 130201. Conclusion: the damage on the complaint device appeared to be caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. In addition, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage to the feedline tube occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that a water leak was observed on the feedset of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 device is currently in transit to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.